Event description:
Event: conversion to standard open repair. Case details: the patient was reported to have an s-shaped aorta. The contralateral wire became caught on the superior hooks as the device was being unjacketed. The physician did not have access to a guide wire of sufficient length to reach the hooks to perform the recommended intervention. The graft was pulled back down slightly but the shorter wire did not have sufficient torque to reach the hooks. An 8f cardiology guide was obtained but became stuck on the reinforcement tube. The device was pulled back further and both the 8f wire and the contralateral pull wire were freed. The device was in the aneurysm sac at this point. The device had lost column strength as a result of the previous manipulations and was re-advanced just distal to the renal arteries. The superior attachment was deployed, but the balloon could not be positioned to seat the hooks. The patient was converted to standard open repair.